Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to blurred vision. Clinical reason for explant was reported to be mechanical complication. Additional information was requested, and received stating the iol was replaced with unspecified light adjustable lens (lal) approximately four months after initial procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of an unspecified cartridge and handpiece. The viscoelastic indicated is qualified for this lens with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric extended-depth-of-focus, company (1.50cyl), 19.0 diopter, (1.5 extended depth of focus) lens was replaced with a non- company, 18.5 diopter, non-toric monofocal lens model. The product has not been received to evaluate. Additional information was provided that the patient had prior lasik surgery. Due to the exchange of a toric lens to a non-toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).